Event description:
It was reported that the ilet pump delivered meal insulin due to unintended meal announcements attributed to accidental or unintended screen contact, while the caregiver asserted the device was announcing meals on its own. No reported symptoms. Outcomes included no reported medical intervention or hospitalization. Investigation included troubleshooting and user education, including advising use of the limited access code to prevent accidental inputs. Investigation of this case revealed normal device behavior consistent with user-initiated meal announcements and no evidence of an automatic meal announcement function. It was concluded, based on previously established findings for similar reports, that the cause was user interface interaction error.